Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 470 mg/dl. Reportedly, the site had not been changed in 5 to 6 days. However, the user could not confirm an issue with the cannula when the cannula was removed. The user addressed bg level with a bolus via the pump after the site was changed. A follow up with the user confirmed that the bg level lowered to 260 mg/dl.